Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent had stent struts that was damaged and stretched proximally out over the proximal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). After pre-dilation was performed, a 3.00mm x 32mm promus element ¿ stent was advanced to treat the lesion; however, the device was unable to cross the bend near the mid lad. The physician tried to cross the device again but still unable to cross the lesion. It was noted that the proximal part of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femortal artery. The target lesion was located in the severely tortuous and mildly calcified left anterior descending artery (lad). After pre-dilation was performed, a 3.00mm x 32mm promus element ¿ stent was advanced to treat the lesion; however, the device was unable to cross the bend near the mid lad. The physician tried to cross the device again but still unable to cross the lesion. It was noted that the proximal part of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).